Event description:
A consumer reported following an intraocular lens implant procedure, his vision was horrible, double/ghost image and can barely work. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states that the consumer had a yag performed and wound up detaching the retina. Vitrectomy was performed. The consumer guess the gas bubble is for sure causing loss of vision. The consumer expressed that it is very difficult to perform the daily activities, not able to focus. The consumer felt there must be something wrong with the lens or perhaps it was creased upon insertion.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).